Manufacturer narrative:
It is unknown whether the issues reported will resolve or be permanent.

Event description:
Patient presented 10 days post operative with nodules and erythema. The investigation concluded that the issue is associated with poor surgical technique. There was no reported malfunction of the device.